Manufacturer narrative:
(B)(4). Medwatch number ((B)(4)) reported 3 events. Associated MDR numbers: 3011137372-2017-00178, 3011137372-2017-00177. Additional information received fir this complaint: the nurse "opened one to see if I could duplicate the issue. I put in 10cc of air, the cuff expended (expanded) but I could (not) remove any air." No patient involvement reported. The device has been received for evaluation, however the evaluation of said device is still in progress at the time of this report. This report will be updated at the conclusion of the device investigation.

Event description:
Customer complaint received via medwatch ((B)(4)) alleges that the "cuff pilot does not allow air to be put in or taken out of the laryngeal mask airway (lma)".

Manufacturer narrative:
(B)(4). Medwatch number ((B)(4)) reported 3 events. Associated MDR numbers: 3011137372-2017-00178, 3011137372-2017-00177. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. The sample was sent to the supplier for evaluation. The supplier reports that the sample was tested with two different syringes and the cuff was able to be inflated and deflated. The supplier reports that to properly inflate and deflate the cuff push the syringe into the outer cylinder with strength, then rotate the syringe about 45 air can then be inflated or deflated from the cuff. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint received via medwatch ((B)(4)) alleges that the "cuff pilot does not allow air to be put in or taken out of the laryngeal mask airway (lma)".